Event description:
It was reported that the patient presented during implant procedure. During procedure, it was noted that the leadless pacemaker dislodged post tether mode. The reported leadless pacemaker was not installed and the procedure was completed with an alternative leadless pacemaker on (B)(6) 2023. The patient is recovering from procedure.

Manufacturer narrative:
The reported event of device dislodged could not be confirmed. As received, a leadless pacemaker was returned for analysis. Visual inspection noted helix elongation that is consistent with having occurred during implant procedure, unrelated to reported event of dislodgement. No other anomalies were identified.

Manufacturer narrative:
The reported event of device dislodged could not be confirmed. As received, a leadless pacemaker was returned for analysis. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Visual inspection noted helix elongation that is consistent with having occurred during implant procedure, unrelated to reported event of dislodgement. No other anomalies were identified.